Manufacturer narrative:
(B)(4) the event was reported to have occured in (B)(6) 2015. Operator of device unknown. A sample was not returned for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered during the inspection process, prior to release to the customer. This report documents no patient involvement or adverse events. No additional information is available.